Event description:
The medical supply in question is a disposable component designed for use with robotic trocars, specifically named: instrument endoscopic 5-12mm seal universal da vinci xi endowrist, MFR# (B)(4). During its use, this item was attached to pneumo tubing, and upon switching the tubing to a different trocar, it was discovered that the component had broken. The team then began searching for the missing half of the broken piece and eventually found it still attached to the seal.